Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-aug-21 reported they have not found a managing healthcare professional (hcp) to address the empty pump. The patient's weight was noted as (B)(6) pounds. It was noted that the empty pump was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient's pump was empty and they have been trying to get someone to refill the pump. It was stated that the patient "just recently ran out and supposedly the patient had an appointment in (B)(6)." The patient was in transit from (B)(6) and missed their refill appointment on (B)(6) 2017. It was noted it lasts as far as 3 months and the last record they had was from (B)(6) 2017. No symptoms were provided. It was noted that the paperwork said the patient has morphine (B)(4) or (B)(4) for a total volume of 22ml. The event date was (B)(6) 2017. No further complications were reported/anticipated.